Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the maintenance unit had a broken power switch with an exposed power circuit and insufficient flow due to tube deterioration. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause for power switch damaged could not be confirmed, however, it was presumed that the insufficient flow occurred due to deterioration of internal tube. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.